Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide . Model: ust400 . 17845-5a-aw rev b 09/17 . Checking your blood glucose . Chapter 4 / page 36 . Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and no kinks were observed on the exposed portion of the soft cannula during investigation. Data downloaded from the device showed timeouts occurring throughout the run of the device; however, no alarm was generated. Prior to device manipulation, the pod was reset and then paired with a pdm. A 10-unit bolus was delivered. Reset data showed that timeouts occurred throughout the bolus; replicating the previous data observation. Inspection of the device found that the hps was incorrectly installed, as one of the hook talons can be seen to be upwardly angled towards the ratchet gear teeth. Although the hps was found to be incorrectly installed it could not be conclusively determined if it caused the timeouts shown in the data as no alarm was generated. It could also not be determined if the incorrectly installed hps affected the delivery of insulin.